Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. A percutaneous coronary intervention was being performed on a de novo lesion in the left anterior descending coronary artery. A 2.75 x 38mm promus element plus stent was implanted. Post implant, while taking an orthogonal view of deployed stent, an edge dissection was noted. A 2.5 x 16mm promus element plus stent was implanted to cover the dissection. The patient was stable at the end of procedure.